Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that a patient underwent an additional procedure, revealing psuedo tumor and bone and tissue damage.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Concomitant medical products: item# unk, unknown femoral head, lot #unk; item # unk, unknown liner, lot #unk, item #00661005202, hgp ii acetabular shell, lot #48873700; item #00662406530, self-tapping bone screw, lot #50949200, item #00662406530, self-tapping bone screw, lot #50949200, item #00662406525, self-tapping bone screw, lot #47748700. No devices or photos were received; therefore the condition of the devices is unknown. The reported devices are used for treatment. It could not be verified if the devices were used in an approved and compatible combination. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant medical history and adherence to rehabilitation protocol are unknown. A definitive root cause cannot be determined with the information provided. Multiple reviews are being submitted for this event. Please reference: 0001822565-2016-02261.

Manufacturer narrative:
This follow up report is being filed to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends